Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. Raw test data from this patient sample were requested but not provided for analysis. This appeared to be a sample-specific issue and field service was not dispatched to the site.

Event description:
The customer reported that the lh750 hematology analyzer generated falsely low eosinophil test results with the differential performed on one patient's sample. There were 0% eosinophils counted initially and upon repeat testing. The differential test results from the lh750 were accompanied by an instrument generated message (immature neutrophil 2) that prompted the technologist to prepare a manual preparation was 30 % eosinophils. The sample was also tested on an alternate analyzer (coulter hmx system), with a test result of 39.2% eosinophils. There were no erroneous results reported outside of the laboratory. There were no reported changes to patient treatment associated with this event.